Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited diagnostics anomaly. All egms were invalid. Inductive wans was used to interrogated the device due to no rf antenna available in clinic. No intervention was performed. Diagnostics anomaly was resolved during the following clinic check. The patient was in stable condition.